Event description:
Same case as user/voluntary medwatch #: (B)(4). It was reported that during preparation for an unspecified procedure, foreign material was noted on the catheter. The metal cannula was bent on this flexima drainage catheter. It was also noted that there was a white substance on the pigtail portion of the drainage catheter. The device was not used. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Response to FDA request: (B)(4). Question 1. The model number and/or catalog number of the device listed in the medical device report. Response: catalog/model number 27-261 was submitted on initial e-MDR report 2134265-2011-00720 on (B)(6) 2011. Question 2. The manufacturing lot and/or serial number of the device listed in the medical device report. Response: manufacturing lot/serial number 13695243 was submitted on initial e-MDR report 2134265-2011-00720 on 03/02/2011. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis loaded with metal cannula together with male septum in original opened pouch with product label. The packaging card was not returned. No residue was present on the biliary catheter or its components indicating the device was not used. An examination of the device found that the pigtail of the catheter was severely kinked/flattened. White material was stuck to the pigtail that was in contact with the packaging card. The metal cannula was found to be bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that during preparation for an unspecified procedure, foreign material was noted on the catheter. The metal cannula was bent on this flexima drainage catheter. It was also noted that there was a white substance on the pigtail portion of the drainage catheter. The device was not used. No patient complications were reported.

Event description:
Same case as user/voluntary medwatch #: (B)(4). It was reported that during preparation for an unspecified procedure, foreign material was noted on the catheter. The metal cannula was bent on this flexima drainage catheter. It was also noted that there was a white substance on the pigtail portion of the drainage catheter. The device was not used. No patient complications were reported.